Event description:
Patient was implanted with 2.0mm locking plate construct on (B)(6) 2012 for a mandible fracture. Pt was returned to the operating room on (B)(6) 2012 for removal of hardware. The plate broke post-operative. Surgeon removed all hardware and pt was revised to a new ti matrix mandible 20 hole recon plate (04.503.738) construct.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.